Manufacturer narrative:
Physio-control provided the customer with the part number for a replacement power module kit. The biomedical technician stated that the fuse on the OEM power supply that is contained within the power module was blown, and the OEM power supply had a short on it. Physio-control's failure analysis center confirmed that the fuse being blown would prevent the device from powering on using ac power.

Event description:
It was reported that the device would not operate on ac power. There was no pt use associated with the reported event.